Event description:
Autosuture endo gia universal roticulator (sulu's) red 45-2.5, # 030454, reload would not open once inside the patient. The load was tested by the surgical technician prior to handoff to the surgeon, but once inside the patient would not open. The handle, stapler was reloaded with new load and functioned without difficulty.